Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2317-70 serial: (B)(4). Batch: 19864041.

Event description:
It was reported that the patient experienced loss of stimulation due to lead migration. The physician also found out that the leads were fractured. The patient underwent a lead replacement procedure.